Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The latron control was out of specifications for conductivity. The leak was described as a cleaner leak, less than 20 ml, leaking in the right hand door and contained within the analyzer. The customer could not locate the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the black stripe tubing at pinch valve pv37. He replaced the tubing at pv37 and the instrument ran without leaks.